Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was found under the lcd screen, on the electronic assembly, or the motor. The unit had the following cosmetic damage: cracked case at the display window corner, minor scratches on the lcd window, cracked belt clip slot, cracked battery tube threads, and a broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that she went swimming while wearing the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.